Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2009 the plaintiff was implanted with a sparc sling system "to treat pelvic organ prolapsed and/or urinary incontinence". It was alleged that the plaintiff experienced "pain, urinary problems, and bowel problems some time after implant", "returned to her physicians several times due to complications and problems", "suffered and continues to suffer, serious bodily injury and harm", "continues to receive medical treatment", and has had other injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.